Manufacturer narrative:
Vyaire medical complaint number (B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicate the reported issue. The ventilator passed visual inspection and all calibrations and testing. The device meets manufacturer's specifications.

Event description:
The customer reported that the ventilator does not start after being paused. There was no patient involvement associated with this issue.